Event description:
It was reported that during the surgery, the jaw of the needle holder broke when the needle was removed. It is when the needle is grasped and secured with the needle holder that the jaw breaks during the procedure, without causing harm to the patient or the healthcare professional, and without delaying the surgery.No negative impact in state of health reported.

Manufacturer narrative:
The affected device has been requested for investigation by the manufacturer. Device was not returned at the time of MDR submission. The event is filed under internal KARL STORZ complaint ID: (b)(4)